Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the aluminum material of the foot piece completely tore right next to both lower welding lines after 3 years of use. Add'l clinical follow up with the hospital indicated that the customer reported the pt's operative leg was noted to have moved in the foot holder causing misalignment of the tibial cutting block during the surgical procedure. The pt's leg was repositioned and held in place by the surgical assistant. Two add'l drill holes to re-align the tibial cutting block were required following reposition of the leg in the holder. There were slight pressure marks noted post procedures without any bruising reported. No delay of procedure was reported. The procedure was completed with the surgical assistant maintaining the desired position of the operative leg in the foot holder.